Event description:
The device was used during a video assisted thoracic surgery bullectomy procedure. Reportedly, the staples did not form properly. The surgeon performed a laparotomy, applied another device, and resected additional tissue to complete the procedure. The hosp has reported the pt's condition is satisfactory.